Event description:
Customer reports, a pt was operated on for a redo left carotid endarterectomy. The operation was uncomplicated, but the pt developed a blowout of the carotid repair several hours postoperatively. This complication was secondary to a fracture of the suture. The pt required an emergent decompression of his neck at the bedside and was taken to the operating room for repair of the arteriotomy. He tolerated the surgery well and required a period of intubation until associated swelling and edema had resolved.